Event description:
This was a clinical trial sponsored by bionsense webster inc. Using an ez steer thermocool sf naviational catheter. After the procedure, a mild hematuria occurred. The procedure was completed on (B)(6) 2013 and the next day the patient suffered from a moderate urinary tract infection related to the urinary catheter. The patient condition was assessed by the principle investigator as definitely procedure related and not device related. Medication was administered and the issue resolved without sequelae after extended hospitalization. The awareness date of this patient event was (B)(4) 2014. Updated information was received stating that the patient had experienced a mild hematuria, not a urinary tract injury/infection. Based on the information available, all bwi products used during this procedure functioned as intended. The awareness date for this serious injury was (B)(4) 2014 since there was medical intervention and prolonged hospitalization was required.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).